Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed bruising under the breast area due to one of the electrodes. The patient's physician instructed the patient to remove the lifevest for a few days to allow the condition to heal. The patient was reportedly back in the lifevest but the medical outcome of the bruising is unknown.